Manufacturer narrative:
The device was received with intermittent button response due to corroded keypad traces and no ramping numbers anomaly noted. The insulin pump was received with a scratched lcd window,a cracked case display window corner, cracked battery tube threads, a cracked reservoir tube lip, and a cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 287 mg/dl. Troubleshooting was not performed. The device was returned for analysis.